Manufacturer narrative:
Concomitant medical products: vamf3232c200tu stent, implanted: (B)(6)2014; vamc3232c100tu stent, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a partial electrical rest. The ipg remains in use with plan in place for in-office interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.